Event description:
It was reported that the caller experienced a discrepancy in the displayed and actual time on their pump, which was off by 15 minutes. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in updating the pump time and was advised to monitor and follow up if discrepancies persist. The customer understood and acknowledged the guidance provided.